Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 3.6, re-test: 1.9. Inratio tests were performed within minutes of each other using different fingers. Nurse re-tested the pt because the initial result (3.6 inr) was higher than expected as compared to the pt's reading last week on the meter which was 1.7 - 1.8. Caller reports "milking" the finger to obtain sample.

Manufacturer narrative:
Investigation pending.